Manufacturer narrative:
The pump passed the displacement test, operating currents, self-test, off no power, unexpected error test, basic occlusion, occlusion, prime and excessive no delivery test. The pump primed properly noted. No excessive no delivery alarms noted. The pump tested with glucose sensor simulator and unit communicated and functioned properly. The low reservoir alarm functioned properly during testing. The pump confirmed spanish software anomaly alarm in history file due to corrupt history file. The device was unable to upload to carelink due to corrupt history file.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 550mg/dl. The customer states they treated with manual injection. The customer states insulin was squirting out during manual prime process. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.